Manufacturer narrative:
The device was returned to the manufacturer for evaluation and has been forwarded to our supplier for investigation. (B)(4).

Manufacturer narrative:
Device evaluation: a review of the manufacturing documentation associated with this device by the vendor did not yield any manufacturing deficiencies. These devices are 100% electrically tested for voltage leakage and pin to pin hipot prior to packaging. All probes packaged as part of the manufacturing lot are confirmed to have met electrical requirements. Visual inspection of the device indicated that there is a breach in the shaft insulation of the device approximately 60cm from the distal tip of the device. The insulation breach is approximately 1cm x 2cm in size and is located directly above the return ribbon of the device. Inspection of the breach indicates that there is damage to the return ribbon of the device as well as the underlying, first layer of insulation. Inspection of the insulation at the distal electrode of the device indicated that there is no damage and little sign of wear. Insulation around the return ring of the device showed no signs of mechanical damage. Due to the damage to the return circuit of the device, functional evaluation was not possible. This review indicates that there may have been a minor defect in the inner layer of insulation, or saline may have wicked around the return electrode of the device, resulting in superheating of the fluid adjacent to the return electrode and a subsequent breach of the insulation. However, due to the nature of the damage, the root cause cannot be determined with certainty. (B)(4).

Event description:
During a hip arthroscopy utilizing the vulcan saphyre probe, it was reported the doctor detected burning of the patient's skin. The patient was burned slightly; there was no major damage because the surgeon immediately stopped the surgery. The burn was sustained on the hip and the surgeon changed the probe to continue. There were no reported post-operative patient complications.